Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, dissection, embolization, and amputation are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 16mar2024) ¿outcomes of excimer laser ablation (ela) combined with drug-coated balloon in atherosclerotic lesions of the popliteal artery¿. The article retrospectively reviewed a study to investigate the efficacy and safety of excimer laser ablation (ela) combined with drug-coated balloon (dcb) for these lesions. A total of 61 patients treated from june 2019 to december 2021 were enrolled in the study. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters and non-philips drug-coated balloons (dcbs). Patients underwent clinical follow-up at 6 and 12 months. Three (3) patients experienced flow-limiting dissections, 3 distal embolization, 3 re-interventions, and 2 major amputations at 12 month follow-up (MDR #3007284006-2026-00093). Additionally, 1 male patient suffered from acute ischemia at 6 months. He underwent emergent embolectomy and thrombolysis, but the symptom progressed and the above-the-knee amputation was performed (MDR #3007284006-2026-00094). Furthermore, 1 female patient experienced recurrent claudication at 1-year, requiring percutaneous transluminal angioplasty (pta) (MDR #3007284006-2026-00095). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 16mar2024 has been used, the date of publication. Article citation: xiaolang j et al_2024_outcomes of excimer laser ablation combined with drug-coated balloon in atherosclerotic lesions of the popliteal artery. Ann vasc surg 2024 jul:104:196-204. Https://doi.org/10.1016/j.avsg.2023.12.091. Epub 2024 mar 16. This report captures the 3 flow-limiting dissections, 3 distal embolizations, 3 re-interventions, and 2 major amputations. There was no alleged malfunction of any spectranetics devices in use during the procedure.